Event description:
The device involved in this MDR report was found in standby mode (vvi mode) several times; although standby mode is the safety backup mode, these successive switches were considered as abnormal. Therefore the decision to explant the device was taken.